Event description:
In 2005, at approx 2300 hrs, while working a cardiac arrest - v-fib-, the ems crew attached the zoll m series monitor to the pt. After the first shock -defibrillation- was delivered, the paramedic heard a loud pop. The zoll monitor would not deliver any add'l shocks after this incident. Error message 78 appeared on the screen of the monitor. The monitor itself continued to work, but the device would not deliver any add'l defibrillations.